Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal carcinoma procedure, the incision was not closed because the staples could not be formed and the line was incomplete. The suture was subsequently sutured, but the resection site was in the pelvis, so it took more time to sew up. No patient injury was reported.